Manufacturer narrative:
(B)(4).

Event description:
An 8100 lvp was identified as being affected by the bezel mechanical assembly recall. This event is reported retrospectively as a presumptive malfunction report.